Event description:
Reportedly, during the implant attempt of the subject pacemaker, it was not possible to connect ventricular lead into the device port.

Manufacturer narrative:
Please refer to the attached investigation report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, it was not possible to connect ventricular lead into the device port.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper mechanical and electrical operation. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, it was not possible to connect ventricular lead into the device port.